Event description:
During a f/u phone call to the home pt in 2007, regarding a sys error 2240 alarm it was learned that the pt had been diagnosed with peritonitis. The original 2240 alarm occurred one month priorm from an unk cause. The pt was diagnosed with peritonitis ten days later. Per the nurse, the pt was hospitalized four days later, and has since recovered. The pt was discharged from the hosp the following month. This is an MDR reportable serious injury (peritonitis) possible due to a use error associated with a 2240 air in lines alarm. With the info provided it is unlikely that the peritonitis was due to a malfunction/defect in the set.

Manufacturer narrative:
The actual sample was not returned to baxter for eval. However, baxter is monitoring similar events and a f/u report will be submitted should significant info become available.